Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6). Investigation results: device analysis findings: fg emerge otw, us 1.50mm x 8mm was returned for analysis loaded on an unknown 0.014-inch guide wire. A visual and tactile inspection identified no kinks or damages noted on the hypotube profile. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. A microscopic examination of the markerband identified no damage. A wire insertion test identified the guidewire was removed without issue. The device could be loaded on a test 0.014'' guidewire without issue. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable no problem detected. This code was selected as the most probable complaint cause based on the information available. The device was returned loaded on an unknown 0.014-inch guidewire. The guidewire was removed without issue. The device could be loaded on a test 0.014-inch guidewire without issue and therefore the allegation could not be confirmed.

Event description:
It was reported that device entrapment occurred. The diffused target lesion was located in the left anterior descending artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon catheter was stuck and could not be withdrawn. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device entrapment occurred. The diffused target lesion was located in the left anterior descending artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon catheter was stuck and could not be withdrawn. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.